Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for multiple back operations. It was reported there was painful stimulation. It was noted the patient had a recent medical test or electromagnetic interference (emi) environmental exposure that could have been related to the issue. The patient had surgery on her back 5 weeks ago for a fusion at l3, l4, and l5, replacement of 2 discs, and the patient had "cages" put in. The surgery was not related to the device. Increasing and decreasing the stimulation did not resolve the reported issue. The patient noted that when she turned stimulation on, it came on really strong and it hurt. The patient tried decreasing stimulation but it still seemed strong. This issue was noted to have begun after the surgery. The patient had an appointment scheduled on (B)(6) 2016 with one of her doctor's physician's assistants.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.